Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The cobas h232 meter was submitted for further testing. This meter was tested with relevant retention and the results of all measurements fulfilled requirements. Relevant retention material of the lot used by the customer was measured on a qualified cobas h232 meter and the results of all measurements fulfilled requirements.

Manufacturer narrative:
Additional information was received: the result of 614 ng/l was generated 7.5 hours after the initial result. The sample which generated the result of 614 was also tested on a different cobas e601 analyzer at the hospital and the result was 43 ng/l. It was unknown which results were reported outside the laboratory orif the patient was adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatch (B)(6) for the combination of cobas h232 meter serial number (B)(4) with strip lot 28154310.

Event description:
The customer received questionable troponin t results for one patient. The initial result was 616 ng/l on cobas h232 meter serial number (B)(4). The patient was hospitalized and troponin t testing was performed on a cobas e601 analyzer with a result of 45 ng/l. The patient was then tested with cobas h232 meter serial number (B)(4) and the result was 614 ng/l. Information concerning which results were reported or if the patient was adversely affected was requested, but was not provided.